Manufacturer narrative:
The device history record was performed, and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
During an in-clinic follow-up, high defibrillation impedance was observed on the right ventricular (rv) lead which caused the device to deliver inappropriate anti-tachycardia therapy. Abbott technical support was contacted, and the device was reprogrammed. No further intervention was performed at this time. The patient was stable and will continue to be monitored.

Manufacturer narrative:
Further information was requested but not received.